Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: MDR 9610905-2018-00021. Reference exemption number e2017029.

Event description:
It was reported that the patient had an infection in the mandible that caused the screws to loosen and the plate to broke. Product was removed and replaced.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage falls within the design risk limits adhered to at klm. The device history records could not be reviewed due to the lot number not being provided by the customer. The root cause for the failure cannot be determined due to no device being returned. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.